Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope, exhibited a foreign object inside the nozzle. There were no reports of of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found that due to clogging of the nozzle, air supply and water supply volume did not meet standard value, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive on the bending section cover had a chip, the adhesive on the objective lens and light guide lens was peeled, the plastic distal end cover had a scratch, the scope connector cover unit had a scratch, the protector of the universal cord on the scope connector side and control section side had a scratch, the universal cord had a wrinkle and scratch, the grip had a scratch, the switch box had a scratch, switch #4 had wear, switch #1 and #3 had a scratch, the suction cylinder was shaved, the forceps elevator had a scratch, the forceps elevator knob had a scratch, the up/down knob had scratch, and the control unit had discoloration. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with air and water and detergent solution. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether the air/water nozzle was wiped/brushed with clean lint-free cloths/brushes or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be specified. The cause of the foreign material remaining was unable to be specified since it was unknown if reprocessing was performed in according with instructions for use (IFU); therefore, the root cause of why the foreign material remained on the subject device could not be determined the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device